Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 21.5 cm distal to the is4 connector pin into two segments. The conductor coil was found fractured 53 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
The lead was explanted due to high pacing impedance. Should additional information be received, this file will be updated.